Event description:
This is a MFR's f/u report to the user facility report referenced above, rec'd by itc on (B)(6) 2011. Following notification of j201 recall, customer notified FDA to report that pt may have been adversely affected.

Manufacturer narrative:
Add'l lot # m0jpt097. Add'l expiration date: 03/2012. This MDR submitted (B)(6) 2011 references itc complaint # (B)(4) (cuvette lot# g0jpt075, m0jpt097). Method: no product returned. Result: MFR notified FDA on or about (B)(6) 2011 of hemochron jr pt j201 voluntary recall. Conclusion: cuvette lots recalled (z-2953-2011) due to higher than specified bias. Corrective action (B)(4) implemented. Itc has requested all data required for form 3500a.